Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for the ICD and the lead were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In a next step, the battery was sent to the manufacturer for further analysis. The battery analysis is currently ongoing. As soon as the analysis is completed, this report will be updated.

Event description:
It was reported that the device could not be interrogated during a follow-up. Furthermore, oversensing was noted on the rv lead. The device was explanted and the lead was capped and left in patient inactive.

Event description:
It was reported that the device could not be interrogated during a follow-up. Furthermore, oversensing was noted on the rv lead. The device was explanted and the lead was capped and left in patient inactive.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for the ICD and the lead were reviewed and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. The available data has been inspected. During the inspection of the iegms noise was observed in the ventricular channel as well as in the far field channel. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage showed a depleted battery. The electronic module was attached to an external power supply to test its functionality. Thereby, the electrical parameters, particularly the current consumption of the electronic module, were found to be normal and as expected. The ability of the electronic module to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached and the sensing function were proved to be as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. At a next step, the battery was opened for destructive analysis. The inspection of the inner assembly identified a short circuit, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion the battery of the ICD was found depleted. The therapeutic functionality of the device, including the sensing, was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation. The lead was not returned for analysis. However, the integrity of the lead cannot be assured.